Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited far-r wave oversensing that led to inappropriate automatic mode switch. No intervention was performed. The patient experienced no adverse consequences.

Event description:
New information received notes that programming changes were made to resolve the issue of far-r wave oversensing and inappropriate mode switch on the implantable cardioverter defibrillator. The patient experienced no adverse consequences.